Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient along with a heli-fx accessory device for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that five endoanchors were implanted due to concern for late failure; the endurant main body had not been successfully delivered to its intended landing zone and had ¿shifted down 2mm¿. No additional clinical sequelae were reported and the patent will be monitored.